Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited difficulty in pairing to their mobile app. It was suspected that a bluetooth telemetry issue occurred. No intervention was performed. There were no patient consequences.